Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 400mcg/day dose, 96 mcg/day after the change via intrathecal drug delivery pump for unknown indication of use. It was reported that the lead came out of spinal segment. Bottom line, catheter came out of intrathecal space. They did a dye study to catch it. They fixed it, therapy was working, and as of the time of this report the patient was fine. No one was questioning integrity of catheter that was implanted. It was a challenging patient and believed to be due to severe scoliosis. The rep was just reporting within 28 hours of getting a phone call about the patient losing therapy and got stiff, they found the problem and it was fixed with a procedure to secure the catheter better. For environmental/external/patient factors that may have led or contributed to the issue, the patient had really bad scoliosis. He wanted to trim some bone via laminatomy to secure catheter better. Partial explant was done and the hcp took out old piece and put in the new. The spinal part was still in there. Return status of explanted product was no return-customer discarded. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.